Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump inappropriately suspended due to a sensor glucose of 55 mg/dl and a blood glucose between 120 mg/dl and 125 mg/dl. The sensor also had a bad sensor alert. No products were returned or replaced.